Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on the left lead. The patient experienced a recent trauma. As a result, surgical intervention may be undertaken to address the issue.